Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: a manufacturing review was performed. The lot met all release criteria. The device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately five years nine months post filter deployment, a CT scan at an outside facility demonstrated the filter to be in an infrarenal position with multifocal limb penetration including into the small bowel. The patient presented for filter retrieval. An inferior vena cavogram was performed and rigid forceps were advanced and used to dissect free the embedded filter apex. The filter apex was resistant to in-line engagement with the forceps. Therefore, the sheath was exchanged for a 16 french sheath. Using a trimmed omni flush catheter, exchange length glidewire, and 12-20mm trilobed snare, the wire loop technique was used to engage the filter elements; however, the number of filter elements engaged was not sufficient to have adequate control of the filter. Therefore, the wire loop was released and rigid forceps were reinserted again and used to engage the filter apex. The 16 french sheath was advanced to collapse the filter which was then removed, examined and found to be intact with six arms and six legs. Based on the provided medical records, the investigation is confirmed for perforation of the ivc wall and difficulties removing the filter. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: perforation or other acute or chronic damage of the ivc wall.

Event description:
Medical records were received and reviewed. Approximately five years nine months post vena cava filter deployment for pulmonary embolus with contraindication to anticoagulation, a CT scan identified the filter to be in an infrarenal position with multiple limbs extending beyond the caval wall, including into the small bowel. The patient experienced back pain and was referred for percutaneous retrieval of the filter. Multiple devices were required to successfully capture and retrieve the filter. The patient tolerated the procedure well without complication. No additional medical records were received for this patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with a history of pulmonary embolus and contraindication to anticoagulation secondary to gastrointestinal bleeding was scheduled for placement of a vena cava filter. The patient was placed supine on the table and the right neck was prepped and draped in the usual sterile fashion. Ultrasound guidance was used to gain access into the right internal jugular vein with a single wall needle. A pigtail catheter was advanced into the lowest portion of the inferior vena cava and an inferior vena cavogram performed identified the origins of renal veins to empty into the ivc at l1-2. Under fluoroscopic guidance, an ivc filter was deployed just below the renal veins. A completion inferior vena cavagram performed confirmed the apex of the filter to be just below the renal veins with good flow throughout. The patient was transferred to recovery for further monitoring and hemostasis. Approximately five years nine months post filter deployment, a CT scan at an outside facility demonstrated the filter to be in an infrarenal position with multifocal limb penetration including into the small bowel. The patient had severe back pain which the patient attributed to the filter. The patient was referred for retrieval of the filter to reduce the risk of long term complication including migration or thrombosis. The right neck was prepped and draped in the usual sterile fashion. Under ultrasound guidance, the right internal jugular vein was accessed with a micropuncture kit. Over the guidewire, a 14 french sheath was placed in the inferior vena cava at the level of the filter apex. An inferior vena cavogram was performed and rigid forceps were advanced and used to dissect free the embedded filter apex. The filter apex was resistant to in-line engagement with the forceps. Therefore, the sheath was exchanged for a 16 french sheath. Using a trimmed omni flush catheter, exchange length glidewire, and 12-20mm trilobed snare, the wire loop technique was used to engage the filter elements; however, the number of filter elements engaged was not sufficient to have adequate control of the filter. Therefore, the wire loop was released and rigid forceps were reinserted again and used to engage the filter apex. The 16 french sheath was advanced to collapse the filter which was then removed, examined and found to be intact with six arms and six legs. A post retrieval inferior vena cavogram was performed confirming no stenosis, no acute thrombus, and no acute injury. The sheath was removed and manual pressure held to achieve hemostasis. The patient tolerated the procedure well. There were no immediate complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately five years nine months post filter deployment, a CT scan at an outside facility demonstrated the filter to be in an infrarenal position with multifocal limb penetration including into the small bowel. The patient presented for filter retrieval. An inferior vena cavogram was performed and rigid forceps were advanced and used to dissect free the embedded filter apex. The filter apex was resistant to in-line engagement with the forceps. Therefore, the sheath was exchanged for a 16 french sheath. Using a trimmed omni flush catheter, exchange length glidewire, and 12-20mm trilobed snare, the wire loop technique was used to engage the filter elements; however, the number of filter elements engaged was not sufficient to have adequate control of the filter. Therefore, the wire loop was released and rigid forceps were reinserted again and used to engage the filter apex. The 16 french sheath was advanced to collapse the filter which was then removed, examined and found to be intact with six arms and six legs. Based on the provided medical records, the investigation is confirmed for perforation of the ivc wall and difficulties removing the filter. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately five years nine months post vena cava filter deployment for pulmonary embolus with contraindication to anticoagulation, a CT scan identified the filter to be in an infrarenal position with multiple limbs extending beyond the caval wall, including into the small bowel. The patient experienced back pain and was referred for percutaneous retrieval of the filter. Multiple devices were required to successfully capture and retrieve the filter. The patient tolerated the procedure well without complication. No additional medical records were received for this patient.